Manufacturer narrative:
Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Retention samples were not available for inspection. This complaint is unable to be confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was missing additive, and the stopper popped out of the tube. The following information was provided by the initial reporter. The customer stated: "it was reported 4 tube caps (batch 2335397) had already been opened in the tube sorter. The samples come from closed collections where there was no previous manipulation of the tube lid and are transported in vertical hives. We could see that this problem of lids opening during sorting and analysis is greatly affecting the client's process, as samples are lost, equipment becomes dirty, and professionals are at risk. Additionally, they informed that a collaborator complained this morning that the tube opened during handling and almost spilled biological material on her face, and the lid had not been opened by the collaborator previously or during the collection. Customers have also informed us that the 3.5 ml gel tubes (without specifying the batch because it says that this happens frequently and in large quantities) contain a lot of fibrin and often come from different units. It claims to be a very high volume, but they could not specify lots and quantities since this happens in the routine in general and for an inestimable period of time (happens for some time and continues to happen). We will schedule a pre-analytical follow-up because the fibrin can come from incorrect collection processes, but I think it is important to register it as a deviation not yet investigated in relation to the collection.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was missing additive, and the stopper popped out of the tube. The following information was provided by the initial reporter. The customer stated: "it was reported 4 tube caps (batch 2335397) had already been opened in the tube sorter. The samples come from closed collections where there was no previous manipulation of the tube lid and are transported in vertical hives. We could see that this problem of lids opening during sorting and analysis is greatly affecting the client's process, as samples are lost, equipment becomes dirty, and professionals are at risk. Additionally, they informed that a collaborator complained this morning that the tube opened during handling and almost spilled biological material on her face, and the lid had not been opened by the collaborator previously or during the collection. Customers have also informed us that the 3.5 ml gel tubes (without specifying the batch because it says that this happens frequently and in large quantities) contain a lot of fibrin and often come from different units. It claims to be a very high volume, but they could not specify lots and quantities since this happens in the routine in general and for an inestimable period of time (happens for some time and continues to happen). We will schedule a pre-analytical follow-up because the fibrin can come from incorrect collection processes, but I think it is important to register it as a deviation not yet investigated in relation to the collection.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2335397 medical device expiration date: 2023-11-30 device manufacture date: 2023-01-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone #:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.